Manufacturer narrative:
Evaluation results: one cadd legacy 1 (6400) was returned for investigation in used condition. The customer reported product problem was not replicated. A review of the event history log revealed evidenced the following alarms however: "no disposable" and "high pressure." The downstream sensor was replaced as a result. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited "out of service" error message. It was reported that the patient was unable to switch to backup. Therefore, the patient was admitted to the hospital and the patient's therapy was restarted using pump available at the hospital. No patient consequences were reported. No adverse effects were reported.